Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician attempted to clip the fistula using cook disposable hemostasis clips. The first clip was deployed without incident. The second clip malfunctioned. As the physician was closing the clip onto the tissue, one of the arms broke off. It completely separated. The arm was left in the patient. The clip was closed and removed from the patient to be returned for evaluation. Another clip was used to complete the case without further incident. The arm of the device was left in the patient to pass naturally through the gastrointestinal tract. There was no harm to the patient due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The clip was missing one of the prongs. The housing was also cracked on the side with the missing prong. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions, such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use includes the following precaution: "clipping hard or severely fibrotic lesions to achieve hemostasis may be more difficult." Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reaccess the risk assessment results as post market feedback continues to become available.